Manufacturer narrative:
Method - medical review. Results: reportedly the patient is experiencing subjective visual disturbances("halos", "slight blurred vision") following icl implantation 3 years ago. No secondary surgically or medically intervention was performed. No information was received from the implanting surgeon .it should be noted that patient ocular history showed that she was using some eye drops for lubrication(dry eye syndrome) and current symptoms including "eyes hurt" could be associated with this syndrome. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". (B)(4).

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - a lens work order search was performed and one similar complaint was found. Conclusion - based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the micl12.6 implantable collamer lens was implanted in the patient's right (od) eye on (B)(6) 2010. The patient post-treatment follow-up form at 36 months was received with the comment "eyes hurt, halos, slight burred vision. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted. See manufacturer's report# 2023826-2013-00932 for the other eye.